Event description:
It was reported that the patient went swimming and after getting out of the pool, the pump screen and battery housing were found to be warm to the touch. The battery was reportedly hot to the touch.

Manufacturer narrative:
There is no reported patient impact associated with this event. The pump was returned to animas for evaluation. The pump keypad was found peeling and corrosion was found under the button contacts. There was visible moisture ingress under the display lens. The pump user guide instructs the user to inspect the pump and confirm that it is operating properly. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. Evaluation found that pump functions were operating within requires specifications, and the complaint that the pump exhibited heat could not be verified or duplicated.